Event description:
It was reported that intermittent occlusion alarms occurred. System check was started by tandem technical support, however the customer was unable to complete the check. Customer changed the pump supplies to address the issues. Customer¿s blood glucose level was 113-200 mg/dl

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.